Event description:
It was reported that the right ventricular lead was fractured, and experienced oversensing, resulting in the delivery of 2 inappropriate shocks to the patient. It was noted that the lead also experienced high impedance. The pace/sense portion of the lead was capped, and replaced, and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.